Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead had experienced a razor blade box sticking out of the chest a month after device implant. Reportedly, the patient was suspecting that the old device was placed in a wrong position causing the current issue. The boston scientific technical services (ts) recommended seeing physician immediately to access infection or erosion. To date, the ra lead remains in service. There were no additional adverse patient effects reported.